Event description:
Pt reported the insulin delivery of the infusion device has been too low for the past 14 days. He provided the following example: his blood glucose was 7.1 mmol/l (127.8 mg/dl) on (B)(6) 2012 at 8:30 am. He ate 2 be and delivered 4 i.u. Via the infusion device. His blood glucose was 15.3 mmol/l (275.4 mg/dl) at 12:00 am and he delivered 5-6 i.u. Via the infusion device. His blood glucose was 22.3 mmol/l (401.4 mg/dl) at 3:00 pm and he delivered 10 i.u. Via syringe. His blood glucose was 19.8 mmol/l (356.4 mg/dl) at 3:30 pm. He did not have an infection or start new medication. The infusion device was requested for eval. He did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.